Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to infection, inflammation, swelling, erosion and fluid discharge. Reportedly, the patient had discomfort, pain, and edema. The patient was given an antibiotic for medication. No additional adverse patient effects were reported. The ra lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.